Event description:
The patient had two leads removed from her back that were connected to a pain stimulator. Lead 1 electrodes invalid impedances on electrodes 1-8. Lead 2 migrated distally out of area of paresthesia. The operative report indicates the 2 stimulating leads were removed intact. The lead with contacts 1 through 8 was involved completely and the patient was not receiving good stimulation with the remaining lead. The patient was discharged home the same day in stable condition.